Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The customer got their vessels exchanged on (B)(6) 2019. He replenished his stroller. The patient is used to with filling and using time, the content meter on the stroller and the sound change at the actual filling to interrupt the filling when the thermos is full and do not risk "overfilling". He dries the liberator and stroller's qdv valve before filling. When the stroller was full, he removed the thermos from the liberator. In this mode, the qdv valve does not close and the liberator empties. Stroller and liberator qdv valve were dry and room temperature when filling began. There was no injury to the patient.

Manufacturer narrative:
Unit was returned for an evaluation. The unit in question is within all manufacturers' specifications, the alleged incident reported could not be duplicated.